Manufacturer narrative:
Product complaint # (B)(4) h3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that only the pen from the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration?=>unk was medical or surgical intervention required?=>unk was there any special diagnostic test performed?=>unk what is the status of the surgeon injury today? =>unk was it difficult to break the ampoule (was extra force needed to break the ampoule)?=>unk was the ampoule crushed repeatedly? =>unk can you identify the lot number of the product that was used? =>unk please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>kana takahashi please perform and document the follow up attempt for product return. ? =>we regularly contact with sale rep about the device returning. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and topical skin adhesive was used. During use, a piece of glass was protruded when cracked the glass ampule. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.